Event description:
It was reported the patient had suddenly lost therapy. It was stated the patient was responding very well to the stimulation but suddenly their tremor returned and they had quite severe dystonia following a sharp pain in their chest. It was noted the patient¿s neurologist and neurosurgeon were concerned there was a fault with the battery. It was stated it was considered there could be fluid in the pocket interfering with the case positive electrode. Though, after troubleshooting that possibility, it was reported there was no improvement to the patient¿s condition. It was stated both group and electrode impedances were normal and it appeared as though the only thing that improved the situation was manipulation of the battery in the pocket when gentle pressure was applied. It was noted when the implantable neurostimulator (ins) was pushed gently upwards and downwards within seconds the patient¿s therapy was improved and their symptoms disappeared. Reportedly, the healthcare provider thought there was a mechanical problem with the chest ins. It was stated the patient¿s symptoms did not appear to improve the day after examination so the patient¿s battery was removed and replaced with a new one. Following the replacement, it was reported the patient made a full recovery with their tremor and dystonia again under control.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.